Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that approximately 4 years and 19 days post implant of a 20 mm sapien 3 valve the patient developed. Per follow up anticoagulation was started was started 6 weeks ago and a CT is scheduled for (B)(6) 2025. And they are considering valve in valve intervention. The patient complained of significant fatigue with one episode of lower edema. She indicated that her fatigue has gotten worse after valve placement. Since the beginning of (B)(6) 2024, she started feeling short of breath when she takes the 1 flight of stairs that she has at home or when she runs the sweeper doing her house chores. She said that she had an episode of dizziness when she was walking into dairy queen a few months ago that required her to sit down for few minutes but that was a one-time event with no recurrence. Per review by engineering of provided images, the valve is mildly under-expanded at 18.4mm at the waist. Mild halt can be seen on all 3 leaflets, more on the rcc. The valve is in good position.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and leaflet thickened/halt are confirmed based on the medical report and imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As per review of provided imagery, mild halt can be seen on all 3 leaflets, more on the rcc. Additionally, per review of the medical records, on (B)(6) 2024, CT showed significant leaflet thickening and reported no clear evidence of thrombus or pannus formation on valve leaflets, while on (B)(6) 2024, cardiology note reported etiology of rapid degeneration of tavr valve could be thrombus vs pannus formation. Patient to start eliquis for questionable thrombus/halt. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, the patient was prescribed an anticoagulant medication (eliquis), which suggests that the patient may have had thrombosis, but it was not confirmed. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve, resulting in leaflet thickening. Additionally, per review of the medical record, the patient had a medical history of chronic kidney disease (ckd) and hyperlipidemia, which are known factors that may increase the risk of valve calcification, which can lead to thickened leaflets. As such, a definitive root cause is unable to be determined at this time, but available information suggests that patient factors (thrombosis, ckd, hyperlipidemia) may have contributed to the reported event. As reported, approximately 4 years and 19 days post implant the patient developed stenosis. Additionally, per review of the medical records, the ava was 0.6-0.9cm2. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the thickening of the leaflet could reduce the effective orifice area of the valve, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the reported event. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformance's affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
The tee showed the left ventricle ef was 65-70, the tavr was well seated with severe aortic stenosis, there was no regurgitation, there was significant leaflet thickening , there was possible pannus posterior aspect of valve, the av mg was 38-45mmhg, and the ava was 0.6-0.9cm2.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records being received. Sections b5, b7, g6, h2, h6: health impact code in this section has been updated. The investigation is ongoing.